Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer hospitalized due to hypoglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was between 50's mg/dl and 60 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.